Manufacturer narrative:
Approximate age of device - 7 months. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted from (B)(6) 2018 for anemia. Capsule endoscopy on (B)(6) 2018 showed no active bleeding or stigmata of recent hemorrhage to explain the patient's anemia. Duodenal erosions are noted, which may contribute to anemia in the setting of anticoagulation. The patient presented on (B)(6) 2018 with hemoglobin (hgb) at 6.7 g/dl, fatigue and weakness. The patient received 2 units of packed red blood cell. The event was reportedly resolved on (B)(6) 2018. No additional information was provided.